Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd safety shield reset button would not set correctly. Another instrument was used to complete the case. There was no consequences to the pt.